Manufacturer narrative:
The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. DHR review could not be performed at this time. The lot number has not been provided. The reported complaint was unconfirmed. Root cause analysis cannot be completed. (B)(4).

Event description:
A neuro coordinator reported that an a1059 mayfield modified skull clamp had slipped. Additional information received on (B)(4) 2019 indicating that the date of incident was on (B)(6) 2019. The skull clamp slipped during surgery after the patient was pinned and exposed, causing lacerations during a posterior fusion and c3-t1 with decompression procedure. The laceration was on the swivel arm side of the patient. The length of time the product was in use before the event occurred was twenty (20) minutes. The surgeon broke the scrub twice to adjust the skull clamp as it continued to slip. The patient¿s head kept on dropping. There was a thirty (30) minute delay in surgery due to the product problem. A medical intervention was required. Additional information has been requested.